Manufacturer narrative:
A respiratory therapist reports inomax ds device (B)(4) had an internal leak. The device is in transit for investigation. The supplemental report will be submitted with 30 days of completion of the investigation.

Event description:
On (B)(6), 2010, a respiratory therapist reports inomax ds device (B)(4) had an internal leak. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and is schedule to be returned to the company for investigation.